Event description:
The device was connected to the patient and used in AED mode. Reportedly, the device displayed connect electrodes and would not analyze the patient ECG as a result. The device was switched to manual mode and used to administer defibrillator energy to the patient several times in succession. The patient was not resuscitated but the reporter stated that patient outcome was not affected by the event, due to a lack of patient viability.